Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, the customer reported there was an o-ring identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues. There was no reported adverse impact to customer's blood glucose level.